Event description:
It was reported that a CT lucia 602 was explanted due to the lens tilting at the haptic optic junction. Backup lens was implanted to successfully complete the procedure. No adverse patient effects or clinically significant delay in procedure reported. No additional information provided.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that a CT lucia 602 was explanted due to the lens tilting at the haptic optic junction. Backup lens was implanted to successfully complete the procedure. No adverse patient effects or clinically significant delay in procedure reported. No additional information provided. The device was not returned thus a proper device analysis could not be completed. Nor, the reported issue confirmed. There was no damage noted to the device during preparation for use reported. Thus, indicating a product quality issue did not contribute to the reported difficulties. We have reviewed the device history records and sterilization records. There were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have caused or contributed to the reported issues is but is not limited to: distorted haptic/optic tilt are known to be caused by numerous factors including, but not limited to: lens placement technique and accessory device support. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure.